Event description:
Libre 3 plus sensor keep reading high glucose. Serial number (B)(6). I did a finger stick when sensor was at 202, the finger stick was 123. That's a big difference and the sensor has been going off like crazy. This has been about the 3rd sensor that reads bad. I now have a reading of 2059 with no eating yet. Pt code: 4580. Device codes: 2459, 1535. Reference reports mw5182535, mw5182537.